Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on (B)(6) 2014 the patient was taken to the hospital for low blood glucose (bg) of 24mg/dl after he primed while attached and received excess insulin. The reporter noted that the patient experienced loss of consciousness, lethargy, slurred speech, and disorientation with the low bg. The patient had reportedly received 64.1units of unintended excess insulin due to priming while attached. The patient reportedly discontinued insulin pump therapy and was treated with IV glucose, IV fluids, and a glucagon injection. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia requiring medical intervention associated with use error of the pump.